Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, at around 11:30 pm the reporter heard the patient grunting in the living room so she went to check then found the patient was awake but unresponsive. The reporter did not check the cgm readings at that time and did not perform a bg test, she immediately called 911 for medical assistance. When the paramedics arrived, the bg was measured at 45 mg/dl while his cgm was 97 mg/dl. He was treated with IV glucose then felt fine after. The patient was not taken to a healthcare facility and the paramedics left after 30-45 minutes. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.